Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Customer complaint data was reviewed and no adverse trends were identified. A review of the human negative population testing for final release revealed no indications that the specificity of the lot might be adversely affected. A retained kit of prism hiv o plus reagent, list number 3d34-48, lot number 21132li00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity each panel member (110 panels) of the human negative population were tested. All panel members were non-reactive and no false reactive result was obtained. In addition a review of nonconformances and deviations associated with lot 21132li00 was performed. This review resulted in no occurrences that could be linked to the customer's observation. The prism hiv o plus reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Event description:
The customer was questioning the specificity for the prism hiv o plus assay. They had performed a specificity study over two months ((B)(6) on reagent lot 21132li00. (B)(6). The customer stated that with a new reagent lot (23092li00) the specificity is better ((B)(6)). There was no specific patient data provided.